Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 30 mg/dl. The customer treated for the low blood glucose with food. The insulin pump was not returned for analysis.

Manufacturer narrative:
The information provided in date of event with the initial report was incorrect. The correct information has been included with this report.

Event description:
The information provided in date of event with the initial report was incorrect. The correct information (B)(6) 2017.